Manufacturer narrative:
Final analysis found that only the connector portion of the lead was returned. The lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.

Event description:
It was reported that the patient deceased from cardiopulmonary arrest and a right femoral neck fracture. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.